Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, with multiple brief sensor issue alerts and difficulty connecting to the pump; the user elected to replace and start a new sensor after troubleshooting and education on temporary signal loss. No adverse clinical symptoms reported. Outcomes included no reported clinical impact or care escalation. User support included user-guided troubleshooting focused on cgm pairing and education on sensor warm-up and brief signal interruptions. Investigation of this case revealed no confirmed device malfunction of the pump, with the event consistent with transient cgm signal loss and user decision to replace the sensor. It was concluded, based on previously established findings for similar reports, that the cause was compatible with temporary loss of cgm signal and user-driven sensor replacement without evidence of a pump performance issue.